Manufacturer narrative:
Initially, one event was reported by the pt's attorney. However, review of the medical records showed there to be an add'l implant. This is a pt who is a 1/2 pack per day smoker, with comorbidities of diabetes, obesity, hypertension, copd, leukemia, lupus, heart attack, and has had breast and ovarian cancer. The operative report referred to the mesh as being infected, but there were no pathology, culture, or microbiology reports included in the medical records provided. Currently, it is unk whether the device may have caused or contributed to the reported event. The info provided indicated that the pt was treated for fistula formation, which is a known possible adverse reaction listed in the IFU. It was also indicated that the pt was treated for an infection. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." There were no product identifiers in the medical records provided; therefore a DHR could not be conducted. Additionally, no sample was returned for eval. With the currently available info, no conclusion can be drawn. See MDR 1213643-2011-00618 for info related to the composix e/x mesh implanted on (B)(6) 2007.

Event description:
Based on medical records provided by the pt's attorney: (B)(6) 2007 - pt underwent incisional hernia repair with composix e/x mesh and ventralex mesh. It was noted that the pt had a swiss cheese like effect whereby the pt had numerous small incisional hernia defects with extensive dense vascular adhesions. Mesh repair was performed by obliterating each herniation and incorporating the mesh into the repair. On (B)(6) 2007 - pt presented with bleeding from surgical incision. On (B)(6) 2008 - pt underwent excision of composix e/x mesh and ventralex mesh and excision of cutaneous fistula with fistulotomy.